Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> complaint description revision fusion: (B)(6). Revision for dislodged rods. Set screws were no longer in screw heads right side rod no longer stable concomitant device reported: concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity one) investigation flow: device interaction/functional visual inspection visual inspection of the returned device revealed no damage aside from minor cosmetic surface scuffing on the etched-surface and non-etched surfaces, which was consistent with implantation and explantation. This damage would not have contributed to the complaint condition or another function/performance/safety issue. No other issues to any other feature was observed. Cosmetic damage was noted to the returned concomitant devices, which is consistent with implantation and explantation; however, no issues were observed which would have contributed to the complaint condition or another function/performance/safety issue. Functional test the set screw was able to assemble with the concomitant devices without issue. No loose condition was observed. Dimensional inspection drawing: 1797-02-001 rev. A feature: threads, major diameter specification: 8.725 - 8.775mm measurement: 8.765 - 8.766mm result: conforming drawing: 1797-02-001 rev. A feature: height specification: 3.850 - 3.950mm measurement: 3.898mm result: conforming all measurements taken with om147. Document/specification review the following drawings were reviewed during investigation: --1797-02/12-000 rev. B --1797-02-001 rev. A no design issues were identified during investigation. Conclusion the complaint was not confirmed with investigation. There were no issues during the manufacture of this product that would contribute to this complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Therefore, it has been determined that no corrective and/or preventive action is proposed. Device history lot ==> the DHR of product code 179702000 lot 201793, was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on june 18th, 2018. Qty:446.

Manufacturer narrative:
Product complaint (B)(4). The device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision fusion: (B)(6) hospital, (B)(6) 2019. Primary implant date: (B)(6) 2018. Revision for dislodged rods. Set screws were no longer in screw heads right side rod no longer stable. Concomitant device reported: unknown rod (part# unknown, lot# unknown, quantity one). This complaint involves 11 (eleven) devices.